Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. The device has not been returned to olympus for evaluation. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
Olympus reviewed the following literature titled "feasibility of peroral cholangioscopy in the initial endoscopic retrograde cholangiopancreatography for malignant biliary strictures". Background: peroral cholangioscopy (pocs) is valuable for assessing malignant biliary strictures; however, biliary drainage prior to pocs often hinders accurate diagnosis. Objectives: this retrospective study aimed to investigate the feasibility of pocs using a newly developed cholangioscope, chf-b290, during initial endoscopic retrograde cholangiopancreatography (ercp) for malignant biliary strictures. Methods: this multicenter retrospective study included patients who underwent initial ercp for malignant biliary strictures at two institutions between january 2018 and march 2022. Patients who underwent initial ercp with pocs were classified into the pocs group, and those without pocs were classified into the non-pocs group. To prevent post-pocs cholangitis, the original irrigation system for chf-b290 was used in all pocs examinations. The primary endpoint was the rate of post-ercp biliary infections, and the secondary endpoints were other ercp-related complications, including pancreatitis, bleeding, and perforation. Results: overall, 53 and 94 patients were included in the pocs and non-pocs groups, respectively. For the primary endpoint, the rate of post-ercp biliary infection was not significantly different between the two groups (1.9% vs. 5.3%, p = 0.42). For the secondary endpoints, no significant differences were observed in the rates of post-ercp pancreatitis (5.7% vs. 6.4%, p = 1.00) and other ercp-related complications. The overall complication rate was 9.4% in the pocs group and 13% in the non-pocs group (p = 0.60). Type of adverse events/number of patients: biliary infection - 6 patients, cholangitis - 1 patient, pancreatitis - 9 patients, bleeding - 1 patient, perforation - 1 patient. Pocs during the initial ercp for malignant biliary strictures is feasible_.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.